Manufacturer narrative:
The reported events of dislodgement, failure to capture, and failure to sense were not confirmed. A complete lead was returned in two pieces for analysis. Electrical testing found shorts between conductors due to procedural damage. Visual and mechanical testing were normal with no anomalies found with the exception of procedural damage.

Event description:
New information noted the right ventricular lead exhibited a failure to sense.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had loss of capture and was found to be dislodged. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout procedure.